Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Reported events - 10 events were reported for this quarter. Product return status - 10 devices were received for evaluation. Evaluation status - 10 reported events were confirmed during testing. - 5 devices were found to be affected by a cracked trigger housing and a missing trigger assembly. - 5 devices were found to be affected by a cracked trigger housing and missing parts of the trigger assembly. Additional information - 10 devices were not labeled for single-use. 10 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device had a component detach. 8 events had no patient involvement; no patient impact. 2 event had no known patient involvement or patient impact.